Event description:
It was reported that this brady lead was explanted due to unknown reasons. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.